Manufacturer narrative:
The reported event of the device in backup mode was confirmed. The device was received with normal telemetry communication and the output was found to be in backup mode. The device image analysis indicated that the hardware reset occurred from an unknown cause which was consistent with the reported event of backup mode. Electrical and mechanical tests were performed, including cold temperature soaking and output verification and did not identify any functional issues. Despite extensive efforts, the backup condition could not be reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications before leaving abbott manufacturing facilities.

Event description:
It was reported that during device preparation, before the implant procedure, the pacemaker presented for an interrogation. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The pacemaker was not used and replaced to complete the procedure. No patients were involved.